Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: a review of the black box history showed multiple call service 087 alarms. The issue was duplicated during rewind. The call service 069 failure was written to the black box as a call service 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery compartment was cracked starting at the threads to the left side of the grip pad down to the seal. Additionally, moisture was found on the keypad button contacts when the keypad was removed. Animas has conducted a review of the device history record for

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [cs069-0000] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.